Event description:
Patient was revised to address a failed metal-on-metal hip. Update: 9/24/13 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has been provided. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated catching/grinding and inflammation. The stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/11/2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it cannot be determined that the complaint is product related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.